Manufacturer narrative:
(B)(4). The reported issue for the system error 2240 (air in set) was not confirmed. The device was not returned to baxter and the batch/lot number was not available, precluding further investigation. The issue was not related to product use or use label. As a result, an assignable cause of the reported issue could not be determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter?s technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was still connected, the supply bags were empty and there was solution in the heater bag only. The hp stated no bags became undone. The technical service representative (tsr) explained the alarm and assisted to clear it by cycled power. A system error 2367 occurred. The hp cycled power again. The hc moved to press go to start. The hp would finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Per the call script, the hp was connected at the time of the alarm and the patient did not disconnect prior to the alarm. All the bags were properly spiked and connected. There were no extension lines used and there were no open clamps on any unused supply lines. Per the hp there was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.